Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11955. It was reported that the wire was unable to be pulled out. A 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. Upon ablation, the burr got stalled after the rotational speed was decreased by 10,000rpm. The foot switch was then stepped, however the burr stopped rotating. The rotawire was then removed as it is from the patient's body as it was unable to be pulled out after ablating. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned product consisted of the rotablator rotalink plus device and the rotawire for the related complaint inside the rotablator device. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The advancer and burr catheter units were received attached as a single unit; however, the burr catheter housing was detached and not returned for analysis. Blood was present inside the sheath, advancer, turbine and drip line. An attempt to remove the rotawire was unsuccessful. The wire was able to be removed from the advancer unit but not the burr catheter. The proximal end of the sheath was cut in an attempt to inspect the coil, as it was not visible through the sheath due to all the blood; however due to all the blood the sheath wasn't able to be slipped off of the coil an the wire wasn¿t able to be removed. The burr catheter and rotawire were also soaked in hot water, but still were not able to be separated. Functional testing was performed by connecting the advancer of the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11955. It was reported that the wire was unable to be pulled out. A 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected for use. Upon ablation, the burr got stalled after the rotational speed was decreased by 10,000rpm. The foot switch was then stepped, however the burr stopped rotating. The rotawire was then removed as it is from the patient's body as it was unable to be pulled out after ablating. No patient complications were reported.